Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and chronic pelvic pain; concurrent procedure: lso. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, infection and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 08/09/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, incontinence, urinary retention, and scarring. It was reported that patient underwent excision of scarring and some foreign material underneath and around the urethra and base of the bladder, repair of suburethral dissection area, posterior colpoperineorrhaphy, cystoscopy on (B)(6) 2015 by dr. (B)(6). Due to dyspareunia, vaginal pain, foreign body under the urethra, and tender scarring in the posterior vaginal wall and posterior fourchette of the vaginal introitus.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2006 and on (B)(6) 2010, and sparc and monarc were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.